Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had shut down and restarted. There was no patient involvement when the issue occurred. No patient or user harm was reported. A philips remote service engineer (rse) noted that the device shut down and restarted by itself. The customer requested onsite service to evaluate and determine if any repairs are needed for the device.

Manufacturer narrative:
The customer contacted philips and requested additional information regarding the shutdown/restart resolution. A philips remote service engineer (rse) reported that the drpt (diagnostic error log) was checked, and it was observed that the device displayed diagnostic codes 1101 (ventilator restarted due to anomalies detected during operation) and 3007 (software exception). It was reported that per the service manual, no actions are required if both codes (1101 and 3007) are in conjunction with each other. Due to the new details provided in the customer follow up, it was determined that the power management replacement was not associated with the shutdown and restart allegation. The power management board was replaced in order to implement the field change order.

Manufacturer narrative:
The device was in clinical use when the issue occurred. The patient was moved to a different ventilator. No patient or user harm reported.

Manufacturer narrative:
H10: the philips service engineer (se) repaired the device, and replaced the power management printed circuit board assembly (pcba).